Event description:
A pt experienced swelling and itching of the tongue and cheek after use of delton, indicating a possible allergic reaction to the material of a constituent part. The symptoms resolved without the medical or surgical intervention.